Event description:
The customer states that an apparent falsely positive total b-hcg result of 38.92 miu/ml was generated on a sample from an in vitro fertilization (ivf) patient on (B)(6) 2010. On (B)(6) 2010, a second sample generated a negative result of <2.0 miu/ml. The (B)(6) 2010 stored sample was repeated yielding a negative result of <2.0 miu/ml. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k78-25 architect total b-hcg that has a similar product distributed in the us, list number 6c21 architect total b-hcg. An assessment of architect total b-hcg reagent kit, list number 7k78-25, lot number 81912jn00 showed that all specifications were met prior to release including a review of the manufacturing and testing documentation was performed. This review demonstrated that all control and panel values were within specification and no adverse trends were observed. In conclusion, a specific reason for the customer's observation was not determined however from the investigation performed it can be concluded that the investigation demonstrated that safety, effectiveness and label claims were met for architect total b-hcg reagent kit list number 7k78-25, lot number 81912jn00. From a review of the information available, it was determined that there was no product deficiency for the architect total b-hcg reagent kits in question.